Manufacturer narrative:
(B)(4): device evaluation indicated that the complaint could not be verified as the ipg showed typical explant damage. Prior to the device explant, it exhibited normal battery depletion rate of 9.0 mv per day with the simulation turned off. The device was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. However, the device characteristics had changed after the removal procedure. The battery depletion rate increased to 102 mv per day with the stimulation turned off. There was excessive sleep current of 1.26 ma and high vh node resistance of 2.59 kilo ohms. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1 (er2010). It was reported that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient described a shock at the battery site. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient described a shock at the battery site. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction.